Event description:
It has been reported to philips the first case (service number: (B)(6)): a 67-year-old male patient who is a habitual athlete (cycling) and only mild dyslipidemia as a history, who while riding a bicycle presents chest pain 9/10, without irradiation or courtship, of +- 30 minutes so he consults at ubs of algaida. T beaks with raised jota point 0.5mm on the anterior face and minimum st elevation (0.5mm) on the lower face are objectified. Upgrade with solinitrina puff + aas. Upon arrival pain 2/10, with improvement of t beaked (3 ECG were performed in the basic unit before our arrival + rhythm strip). Good general condition. Hemodynamically stable, in sinus rhythm. When repeating ECG on our arrival (without increased pain) st elevation is observed in the lower face, so the stesc code is activated and complete treatment with ticagrelor, heparin na bolus and it is programmed to start ntg in perfusion when boarding the ambulance. Once in ambulance, he repeats intense chest pain, with poor general condition, profuse sweating and dizziness, which is treated with morphine bolus (3mg) + ondasentrom. He continues with pain and performs pulseless ventricular tachycardia with loss of consciousness, so he proceeds to massage while defibrillation is programmed. After the first shock the monitoring is lost, (the electrodes after changing several times the same thinking was in relation to sweating, without successes to monitor) they try to review patches (in case it was also because of sweating) without success, so they are changed (while s performs massage) and again recovers monitoring x patches having to defibrillate again by ventricular tachycardia even without pulse. Monitoring is lost again, but the patient regains consciousness and pulse. It moves without new incidents by changing electrodes several times. In conclusion, loss of monitoring by electrodes and also by patches in patient in cardiac arrest, in addition to not printing (or performing arrhythmia alarm), not printing strip during defibrillations and demonitoring by patches that was not in relation to bad contact of the same. Events were then reviewed and described, ventricular tachycardia, ventricular fibrillation, extreme bradycardia and non-monitoring interspersed. (B)(6)